Event description:
It was reported that the customer went to the emergency room and was hospitalized. The customer's blood glucose at the time of the hospitalization was 525 mg/dl and had diabetic ketoacidosis. Significant event leading to the emergency room visit was that the customer was feeling sick to the stomach. The customer was in an accident and they were driving at the time of the accident. The customer was wearing the insulin pump at the time of the emergency room visit. The customer's blood glucose at the time of the phone call was 166 mg/dl. There were battery out limit and bad battery alarms found in the history of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.